Manufacturer narrative:
The device has been returned and evaluated by product analysis on 22-oct-2018 with the following findings: during investigation, it was found that the time and date reset to the default after a power interruption due, this issue is not likely to cause an adverse event because the pump displays the verify screen after it is rebooted and the time and date must be set to confirm the verify screen. The black box history showed a reset of time to 19:44 pm instead of am.

Event description:
On (B)(6) 2018, the reporter contacted animas alleging the patient experienced hyperglycemia while on insulin pump therapy as evidenced by blood glucose (bg) measuring in the 500mg/dl range. The patient reported that after changing the pump battery as well as the infusion site, the bg had been in the 500 mg/dl range. The patient allegedly self-treated with multiple corrections via the insulin pump but bg remained elevated at school. It was reported that patient had bg of 590mg/dl and was sent home from school. The patient had symptoms of extreme thirst, excessive urination and small ketones. Patient remained on the pump and was treated with insulin via insulin pen injection administered by patient¿s mother. Patient did not receive any treatment above and beyond the usual routine of diabetes care and management. The reporter alleged the time and date reset issue resulted in the time being incorrectly set and basal rates were delivered at the wrong rates. This issue is not likely to cause an adverse event because the pump displays the verify screen after it is rebooted and the time and date must be set to confirm the verify screen. However, this complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy associated with a training/misuse issue when the user manually programmed the time/date incorrectly when prompted.